Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 would not connect to the ilet, resulting in elevated glucose while disconnected; after toggling g7 to g6 to g7, turning off phone bluetooth, and restarting the ilet, a glucose reading was obtained and the system returned to bionic mode, with the highest recorded glucose at 204 mg/dl and no device alerts. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a transient connectivity issue with the continuous glucose monitoring interface leading to hyperglycemia without alarms, which resolved after reconnection and device restart; the precise cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.